Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data collected from the device was analyzed. Analysis revealed high resistance/impedance. There were out of tolerance subthreshold lead impedance patient alerts on (B)(6) 2010 and (B)(6) 2011. The weekly pace lead impedance trend data shows abrupt spikes varying over the range for max a pace=560 to 3056 ohms peak between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that there was a potential fracture or a potential issue with the atrial lead setscrew. The lead was explanted and replaced. The device remains in use after the lead revision. No patient complications have been reported as a result of this event.